Event description:
It was reported that when the patient pushed the "record symptoms" button on the patient activator, the activator did not respond. The activator was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.